Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had leakage past the stopper. The following information was provided by the initial reporter: material: unknown batch#: unknown verbatim: customer is stating that the syringe is not safe or effective for advanced interventional endoscopy procedures, specifically eus-guided glue/coil procedures. Syringes appear to have a weaker plunger design that cannot tolerate the pressure required for this procedure. As a result, the glue is leaking backwards around and behind the plunger instead of being safely and effectively injected through the needle. "This creates a major patient safety and procedural concern, as: the glue cannot be injected reliably or in a timely manner the full intended amount of glue cannot be delivered the syringe integrity fails during active procedural use the provider loses the ability to safely perform a critical portion of the intervention".